Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was moved up on the transplant list to a 1a (b) due to pump related local infection of the driveline. The patient received a transplant on (B)(6) 2017. The patient had presented to the lvad clinic on (B)(6) 2016 and was noted to have signs of infection as evident by tenderness and purulent greenish drainage from the driveline site. The drainage was cultured and confirmed (B)(6). In addition, the laboratory results showed leukocytosis with an elevated white blood cell (wbc) count of 19,900 cells/ul. The increase in the wbc count was a >50% rise in comparison to the last known value on (B)(6) 2016 of 7400 cells/ul. Given these findings were consistent with a driveline infection; the patient began doxycycline antibiotic therapy. No additional information was provided.

Manufacturer narrative:
The explanted pump was not returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.